Event description:
The device was used through a transfemoral approach on the patient's right side. The stent was deployed successfully. During deployment, resistance was noted on the lever of the handle. During retraction of the delivery system, tension/pressure was experienced. The system fractured at the distal end of the system while inside the patient. The physician used an aspiration technique and 6 cc to remove the broken delivery system from the patient. No patient harm was reported.

Manufacturer narrative:
Device analysis and investigation is in-process. Supplemental follow up report. A root cause investigation was conducted for this event which included a returned product visual and functional analysis, internal lot record review, and clinical case imaging review. The results indicate that this lot was processed without incident, and the device conforms to the specifications. A root cause for the non-deployed stent could not be found and the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event FDA code 4315.

Manufacturer narrative:
Device analysis and investigation is in-process.

Event description:
The device was used through a transfemoral approach on the patient's right side. The stent was deployed successfully. During deployment, resistance was noted on the lever of the handle. During retraction of the delivery system, tension/pressure was experienced. The system fractured at the distal end of the system while inside the patient. The physician used an aspiration technique and 6 cc to remove the broken delivery system from the patient. No patient harm was reported.